Event description:
It was reported that the patient was not receiving effective therapy, so a catheter revision was scheduled for the day of the report. The patient would have intermittent therapy; one good, one bad day, etc. A (B)(6) study was performed, but the results did not show a catheter issue. It was stated that the implanting surgeon that the catheter may have been kinked. The entire catheter was replaced. The patient was to remain on flex dosing after the revision. The new placement of the catheter tip was at the thoracic vertebrae level 11 (t11), the original catheter tip was at t12. It was noted that during the pump replacement on (B)(6) 2009, the catheter tip was placed at t1 and the patient¿s parents thought he did not have as good spasticity control at that level so, they asked for the tip to be placed at t11 or t12. The pump was used to deliver baclofen (unknown, device implant query lists the drug as lioresal). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).